Event description:
It was reported that the sheath body seperated from the hemostasis valve. A surgical procedure was required to remove the sheath body from the pt. There were no add'l complications.